Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was greater than 500 mg/dl and the customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and changed their infusion set to address the blood glucose (bg) level. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that day. Ultimately, the customer reverted to an alternate method of insulin therapy.